Event description:
It was reported that during a gastric bypass procedure, the device fired ten clips and then the device was empty. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Damaged antibackup; lockout broken. The analysis results for the er320 instrument found that it was returned empty and with the lockout fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were found to be broken and the antibackup teeth were noted to be worn out. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the specs; in addition, a sample of the batch is inspected. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.